Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule could not be located after being seen in mouth. Pt did not spit it out and were unable to locate it in the stomach. The pt was not injured following the procedure, the capsule passed without a problem.